Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump did not flash when connected to the new sensor. The customer was advised that the sensor may not have been correctly inserted. The customer removed the cannula and there is no cannula. The customer was advised that it was likely retracted with the needle during needle removal. The customer reviewed the insertion steps. The customer did not hold the sensor correctly during removal of needle. The customer will be sent replacement sensors.